Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was between 300 mg/dl and 400 mg/dl recently. He had a little headache and difficulty focusing. The customer treated with insulin pump boluses. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The customer declined to check for site-related issues or his device settings. A high pressure test was performed and the device successfully alarmed no delivery. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.